Event description:
Caller states, pt rec'd result of 300 mg/dl on the compact plus system and 102 mg/dl on lab value within 10 minutes. Pt rec'd unspecified treatment based on lab value. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).